Event description:
It was reported the patient had a pocket revision on a friday, the date was unknown. The implantable neurostimulator (ins) was revised because the patient thought the ins was 'too superficial' and it was causing pain when palpated.

Event description:
Additional information was received on 2013 (B)(6) which noted that the pocket revision was done on 2013 (B)(6) and the patient was pleased with the revision.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v913912, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).